Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient fell a couple times yesterday and post fall, patient has been shaking a lot to the point where their mouth was shaking and was not sure if it is with the device. Patient was not able to talk a lot, was not wanting to eat and felt like they could not walk. Patient was afraid to get out of bed or move. Patient went to the emergency room (ER) last night and a call into the neurologist had been made. Patient has not been able to check settings with patient programmer and won't be until tomorrow. Patient has an appointment on (B)(6). It was also stated that patient had the first ins replaced with the current ins due to normal battery depletion. No further patient complications were reported/ anticipated as a result of this event